Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled was confirmed. Returned was a radial artery (ra) catheterization device consisting of an advancer tube, a guide wire and a needle. The catheter was not returned. The handle of the advancer was fully retracted into the advancer tube. The coil wire from the guide wire was unraveled and protruding from the tip of the needle. The core wire was separated from the coil wire and was not visible. The distal weld was missing from the end of the guide wire. The needle bevel was examined and exhibited damage from contact with the guide wire. The od of the guide wire could not be measured due to the damage to the wire. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions warn that force feeding the guide wire or withdrawing it against the edge of the needle while in the vessel could damage the wire. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Based on the condition of the sample and the information provided by the customer, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on an (B)(6) male patient for an e1 relook laparotomy. The patient had gone to the o.r. On the (B)(6) for an e1 laparotomy for a volvulus and then was getting worse on the ward. Intensive care unit had seen him and thought it was his belly. He had pci with a stent in the spring and had been on plavix up till the (B)(6). Also was dropping his hemoglobin (presumably bleeding from his belly) and was in aki so clinician wanted an art line. It is believed the patient had many sticks before attempting to insert the art line. The clinician tried twice on the patient's left radial while the other clinician got a big IV with ultrasound and couldn't get flash. The clinician then went to the right side and the other clinician took a look on the left side a bit more proximal with ultrasound. The clinician checked that the wire slid through the cathalon with no issues and it did. The physician noted that he always checks the long arrows and the quick flash. The physician received flash with the line and went to thread the cathalon and it just felt wrong, almost like a crunch. He noted not much force was applied. He had very little threshold to just go through and then pull the cathalon back if the wire didn't pass easily. He could see a small hematoma developing. The physician applied some pressure and tried to pull the line out but he could not tell it was stuck. He was able to get the needle and cathalon out but the guide wire was unraveling and was still stuck behind. He tried to pull the wire out but could tell it was stuck. Pressure was held at the site and another physician was called from vascular. He told them to just pull it out and apply some pressure. The wire felt like it broke and like a piece was left behind. He checked the site a few times during the case and it seemed ok, wasn't getting any bigger with hematoma. The intensive care unit was notified of the issue. The physician revisited with the patient approximately 6:00 am and he was doing well. Another physician did an ultrasound of the patient's wrist and artery and he did not see a guide wire. He noted it would light up on the ultrasound and so he does not think there was anything left behind.